Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. The 15mm x 2.25mm nc quantum apex balloon catheter was advanced to the lesion for dilation. The balloon was inflated however the pressure level stopped increasing at 8 to 9 atmospheres. The device was removed and it was found out that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. According to the physician, this kind event is likely to occur in the case of severe calcification and considered that this event was not caused by the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).